Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was an incomplete prime. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The home patient (hp) stated they are using a patient line extension and the line did not get primed. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr advised the hp to start over with a new cassette and bags. The tsr advised the hp that the patient line extension must get primed prior to connecting. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated that after starting over with new supplies no further issues were found. The hp stated that he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.